Event description:
It was reported to philips that the device's paddles were not working. After replacing the paddles, they still were not working. There was no pt involvement.

Manufacturer narrative:
(B)(4).